Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cc4204a, +21.5 diopter, single piece collamer lens tore during insertion into the eye. The doctor had to cut the lens to remove it. There was no enlargement of the incision. The backup lens was implanted. No sutures were used and there was no reported patient injury.

Manufacturer narrative:
Returned product evaluation found lens was returned dry in a cartridge case. Visual inspection found the optic torn/split; haptic torn/broken/bent/deformed; foreign material on lens surface; brown-red colored residue on lens; len cut in half; missing piece of haptic; cut in two pieces; missing piece. (B)(4).